Event description:
The customer stated that several discrepant sodium results were generated after replacing the ict module on the alinity c processing module. The customer was able to provide one example. Sid not provided. (B)(6) 2023. Initial sodium result of 160 mmol/l (elevated) retested at 141 mmol/l (normal). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that several discrepant sodium results were generated after replacing the ict module on the alinity c processing module. The customer was able to provide one example. Sid not provided. On (B)(6) 2023 initial sodium result of 160 mmol/l (elevated) retested at 141 mmol/l (normal). No impact to patient management was reported.

Manufacturer narrative:
The customer installed ict module lot # 230121 and multiple discrepant results were observed for sodium. The customer determined the ict module was the likely cause of the discrepant results and installed a new ict module which resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.